Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had accidentally ran their controller though the clothes washer, and it would not power on. It was further reported that, on the day of the call, the patient's target pain had been severe that they kept the controller with them. The patient stated that program b always worked and if the pain was too much for program b they increased to program c. The target pain was totally out of control on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient information references the main component of the system. Other relevant device(s) are: product is: (B)(4) , serial/lot #: (B)(4) , ubd:, UDI#:(B)(4) : analysis of the controller (programmer) (serial# (B)(4)) found the device was scrapped as the programmer was corroded. Method code (B)(4) , conclusion code (B)(4) , and results codes (B)(4) refer to the controller (serial # (B)(4)). Method code (B)(4), conclusion code (B)(4), and result code (B)(4) refer to the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Due to imdrf harmonization, any previously submitted device and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the unit was accidentally washed in the their clothes and stopped working, so they had to get another one which led to their target pain being out of control. The patient stated they called the manufacturer to tell them what happened and their pain level as well as inquire how much time it would take to help them. A new unit was shipped the next day. The target pain being out of control was resolved and was very satisfactory with the replacement of the damaged controller.